Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had alert 113 (reduced water temperature control) and it was not cooling due to a failed mixing pump. It was stated that the device was coming in for the 2000 preventive maintenance service. Per sample evaluation result received on (B)(6) 2022, they performed visual inspection and determined that the ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively. It was stated that replaced the power inlet module and the cca ca card.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had alert 113 (reduced water temperature control) and it was not cooling due to a failed mixing pump. It was stated that the device was coming in for the 2000 preventive maintenance service. Per the sample evaluation result received on 19may2022, they performed visual inspection and determined that the ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively. It was stated that replaced the power inlet module and the cca ca card.